Event description:
MDR submission for hhe (B)(4) product complaint# (B)(4) reports patient presented with paresthesia of three weeks duration. Radiographs although hard to read could be interpreted as implants #29 and #31 impinging on mandibular nerve. Decision to back these two implants. Replaced #31 with 11.5 mml and #29 with 13mml. Allowing #29 implant site to heal four months before replacing fixture. No infection and osseointegration appeared to be proceeding well.

Manufacturer narrative:
Follow-up report is being submitted as a response to an FDA request. The original follow-up was submitted under MDR 3500a 3001617766-2018-00046. A follow-up is being submitted to correct follow-up submission report number. (B)(4).

Event description:
Per complaint (B)(4), a patient presented with paresthesia of three weeks duration. Radiographs although hard to read could be interpreted as implants #29 and #31 impinging on mandibular nerve. Decision to back these two implants. Replaced #31 with 11.5 mml and #29 with 13mml. Allowing #29 implant site to heal four months before replacing fixture. No infection and osseointegration appeared to be proceeding well.